Event description:
5a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3 way solenoid and proportional valve needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3 way solenoid and proportional valve needs to be replaced to address the issue. The manufacturer received information alleging the device failed a pre-operational test step during testing. There was no harm or injury reported. Field service engineer provided onsite service replacing the three-way solenoid valve and the proportional valve to address the issue. The replaced proportional valve was received by the product investigation lab (pil) for further evaluation/investigation. Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the trilogy evo proportional valve on the trilogy evo test unit and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm (active exhalation control module) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operated as designed. The replaced solenoid valve was received by the product investigation lab (pil) for further evaluation/investigation. Pil visually inspected the trilogy evo solenoid valve for visual defects and found none. Pil installed the trilogy evo solenoid valve on the trilogy evo test unit and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve.